Event description:
The customer reported that the stenoscop system's variation in intensity level did not turn on. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. No patient or staff injury was reported.